Event description:
The customer reported a blue colored fluid leak of less than 1 ml from under the right side of the coulter lh 780 hematology analyzer during instrument startup. The customer indicated that the leak was not contained within the instrument and stated that the instrument generated differential vote outs on patient samples. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found waste chamber vc26 not draining and overflowing to the right side of the instrument. The fse discovered that quick disconnect qd7 was unlocked causing pressure needed to drain vc26 to bleed out. The fse locked qd7 to allow for proper drainage of vc26 which resolved the leak and corrected the differential vote outs issue. Failure mode is attributed to qd7 which was unlocked causing improper draining of vc26 and generation of differential vote outs. Results: unlocked quick disconnect qd7. (B)(4).